Manufacturer narrative:
(B)(4). Date sent: 8/23/2024. D4: batch # 828c11. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ec45a device was returned with no visual non-conformances and without a reload present. In addition a reload pan was found lodged inside the channel. The pan was removed from the channel and the device was tested for functionality with a test reload. The device fired, cut and formed all the staples as intended. The staple line and cut line were complete and the staples meet the staple release criteria. It is also possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the reload from the device is the most likely scenario. Please reference the instruction for use for more information. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: when positioning the stapler on the application site, ensure that no obstructions such as clips, stents, guide wires, etc. Are within the instrument jaws. Firing over an obstruction may result in incomplete cutting action, improperly formed staples, and/or inability to open the instrument jaws. The event described could not be confirmed as the device performed without any difficulties noted. Device history review a manufacturing record evaluation was performed for the finished device batch number 828c11, and no non-conformances were identified. Additional information was requested and the following was obtained: please provide more details of type of oozing 2. How was the bleeding controlled? -unknown 3. How much blood was lost (ml)? -unknown. Not too much. 4. Did the patient require a transfusion? -no.

Event description:
It was reported that during the lobectomy surgery. Changed stapler to continue the surgery, noted the staples still malformed. Changed the new reload to complete surgery. There was no patient consequence reported. No additional information can be provided.